Event description:
Reporter alleged obtaining a discrepant back to back blood glucose result of 96 mg/dl on advantage system 1 compared back to back within 10 mins of a result of 178 mg/dl on advantage system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550798, expiration date 12/31/09).